Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display due to exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. Customer stated there was also moisture bubbles underneath the screen. Customer stated insulin pump had water underneath the display of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. However. Device alarmed a33 error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind and operating current due to a33 alarm. Also, moisture damage at electronic assembly and damage motor during visual inspection. (B)(4).